Event description:
It was reported that, during a device replacement procedure, this new device could not be interrogated. The new device was going to be interrogated in order to change the settings, but there was an error message on the programmer that the telemetry was incomplete. Another programmer was tried without success. A different device was tried. Telemetry was successful with the next device, and it was implanted instead. There were no adverse patient effects.